Event description:
Customer reported that the vaporizer's interlock system was not functioning. There was no reported pt injury. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested, and the reported complaint was confirmed. Visual inspection revealed one interlock rod was missing, the exact cause of which could not be determined. According to datex-ohmeda records, this unit was last serviced in august 1997. Datex-ohmeda recommends the tec 6 vaporizer be returned every 2 years for routine maintenance and calibration, as stated in the tec 6 operation and maintenance manual.